Manufacturer narrative:
No failed batt test alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 54 was present in the pump trace download due to software error (esf 3010978). Pump error was present in the pump trace download, problem isolated to electronic board stack.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind.the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.